Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient gets a small red dot at some infusion sites that resolves quickly, while other sites develop irritation and blistering, which they believe is a reaction to the adhesive. Patient developed a bad cold with cough. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.